Manufacturer narrative:
Device not available for evaluation.

Event description:
It was reported that during the procedure, the guidewire (subject device) was found to have particles of the coating peeling off while inserting into the introducer. The subject device was removed and discarded. The subject device was replaced and the procedure was completed successfully. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device prepared for use as per the directions for use, there was no resistance encountered removing the guidewire from the dispenser hoop, the introducer sheath was used with the guidewire during the insertion process, the torque device was not used with the guidewire, continuous flush was maintained throughout the clinical procedure and there was no patient involvement. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue of the guidewire ptfe coating peeling.

Event description:
It was reported that during the procedure, the guidewire (subject device) was found to have particles of the coating peeling off while inserting into the introducer. The subject device was removed and discarded. The subject device was replaced and the procedure was completed successfully. There were no clinical consequences to the patient due to this event.